Manufacturer narrative:
Investigation: the described situation is adequately addressed in instructions for use (IFU) and/or on the label and the product deficiency is not related to falsification. The complaint sample was not available and pictures were attached. Due to 100% testing, it is highly unlikely to detect a failure in the retention sample. Although our dialyzers are 100% tested for leaks (bubble-point and air testing during sterilization), leakages due to adverse environmental conditions or mechanical stress during treatment can occur in very few cases. Batch record investigation (DHR) showed products have been inspected according to the inspection protocol and were found conforming to specifications. No indication for any relationship with the reported failure mode has been found during the review.

Event description:
It was reported that after five minutes of treatment, the dialyzer¿s fibers ruptured. The event occurred twice with the same patient, same shift, and same day. The treatment was discontinued. The patient experienced approximately 50ml blood loss. The sample is not available for evaluation. Additional information requested but has not been received.

Manufacturer narrative:
Note: this report captures the first of two events involving the same patient.

Event description:
It was reported that after five minutes of treatment, the dialyzer¿s fibers ruptured. The event occurred twice with the same patient, same shift, and same day. The treatment was discontinued. The patient experienced approximately 50ml blood loss. The sample is not available for evaluation. Additional information received states that the blood leak was visible from the connector. Blood test strips were not used. The patient is in the hospital for a programmed procedure. The dialyzers were replaced and previously filled with saline solution and treatment continued. However, the event occurred again with the second dialyzer. Treatment was restarted and completed on the same machine. There were no other fresenius products in use at time of the event. There was no patient injury and no medical intervention.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that after five minutes of treatment, the dialyzer¿s fibers ruptured. The event occurred twice with the same patient, same shift, and same day. The treatment was discontinued. The patient experienced approximately 50ml blood loss. The sample is not available for evaluation. Additional information requested but has not been received.